Event description:
It was originally reported from the customer that the ventilator makes a loud, high pitched noise and would not turn back on after it was powered down. The ventilator was returned to the manufacturer for evaluation. During service at the manufacturer, the ventilator would continuously cycle power which was not reported by the customer.

Manufacturer narrative:
Na